Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented due to hearing tones. Upon interrogation the shock impedance measurement was 113 ohms. When the field representative measured each vector it was noted when measured coil to can the shock impedance measurement was 140 ohms. It was noted that the rise in shock impedance was gradual. At this time the physician has opted to continue to monitor the patient and all products remain in service. No adverse patient effects were reported.